Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) explained alarm and had the home patient (hp) close all clamps then cycle the power to clear both the system error 2240 and system error 2367. The tsr advised the hp to discard the supplies and finish with manuals. The hc was okay. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. The proper procedure to perform therapy was reviewed with the hp. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they saved the sample and were willing to return it.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed. The cause was undetermined. A sample evaluation was performed and the issue could not be duplicated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.